Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with the insulin pump and manual injections. Customer¿s device rang ¿no delivery,¿ and the infusion set was changed out. Customer received 27 units of lantis and 10 units of humalog. It was advised a temporary basal for 24 hours can lower the blood glucose level. It was advised medtronic will be called back to troubleshoot, or order a replacement.

Manufacturer narrative:
The correct information has been provided with this report.